Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5x20mm drug eluting stent to the circumflex (cx) artery, but was unable to cross the lesion, despite multiple attempts. Upon removal of the device, it was noted that the end of the stent was frayed. No pt complications were reported. Pt status post procedure is noted as fine.